Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
This distributor reported that the 60-5274-132 device became deformed during use in a surgery on (B)(6) 2018. There was no injury to the user/patient per the reporter. The surgery was completed with a replacement item. No report of delay and the procedure was completed as normal. This report is being raised as a device malfunction with the potential for injury with reoccurrence.

Manufacturer narrative:
Device was received in opened, original packaging. The reported catalog and lot numbers were verified. Inspection of the device found that the electrode tip was burnt and that the sheath was damaged. When the sheath was in position to cover the electrode and turned to the locked position, the electrode was protruding through the sheath. The device was tested for both cut and coag functionality. Testing found that both the cut and coag modes functioned as expected. Testing also found that due to the damaged coating the electrode was able to apply energy through the entire exposed area rather than just the tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: cautions and warnings: misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Always use the lowest possible setting to achieve the desired electrosurgical effect. Do not activate the electrosurgical unit if the tip of the instrument is within the trocar cannula. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.